Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml, dose not reported, via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that during a routine pump replacement the healthcare provider was unable to aspirate the catheter through the cap (catheter access port). The connector was replaced and the catheter was able to be aspirated. When asked to describe any environmental, external or patient factors that may have led or contributed to the issue it was noted as ¿na¿. The diagnostics/troubleshooting performed were reported as the flow was checked during the procedure and they were unable to aspirate through the old connector. The connector was replaced with a new connector. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. There were no reported patient symptoms and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: explant date) added as (B)(6) 2017. References the main component of the device system; the other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there was coring/tears/cuts in the seal of the sutureless connector of the catheter, which met leak criteria. Eval code-conclusion on the catheter updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
The device was returned to the manufacturer for analysis.